Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the extractor rx retrieval balloon had a hole in it and the physician was able to complete one sweep with it. The procedure was successfully completed with another extractor rx retrieval balloon. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual and functional evaluation was performed. An attempt was made to inflate the balloon under water and bubbles were seen emanating from the proximal end of the balloon. On examination of the balloon, a tear could be seen adjacent to the proximal balloon bond. Both proximal and distal balloon bonds were examined and found to be continuous, intact and within the required bond length specification of 1mm. Unable to determine the cause of the event, however, the balloon may have been torn during introduction into the device or at the point of use and/or contact with sharp, irregular gallstones. The kinking seen in the shaft may also have been caused by difficulties encountered advancing the device and may have contributed to the tearing of the balloon due to their proximity to the balloon.